Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. Three good faith attempts (gfe) were made to gather more information from the customer regarding the material however, they were unsuccessful. Based on the results of the investigation, the foreign material nor a specified root cause could be determined. However, it is likely that reprocessing could not be conducted properly because of leakage due to a worn/broken flexibility adjustment ring. As a result the foreign material could not be removed. The event can be detected/prevented by following the instructions for use (IFU) which state: the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. The preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder and tube. There were no reports of patient involvement.